Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an event where tubing came off from the part on (B)(6) 2024. Patient also experienced high blood glucose level. Patient took correction using pen/needle for the treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.